Event description:
The plastic piece connected to the stylet for thumb placement used to manipulate the neurostimulator lead broke during the md's attempt to manipulate the lead. At this time, the device was removed from use. No harm was incurred to the patient. The lead was saved, and the stylet with the broken plastic piece was discarded.